Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding was not determined since insufficient clinical details were provided.

Event description:
The user facility reported a 55-year-old male (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, that a hematoma was noted at the impella 5.5 axillary insertion site. The patient was brought to the or for a washout and a unit of packed red blood cells was administered. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿